Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The event history log review was completed and it noted the presence of this alarm in the log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification. The customer reported system error 322 was not reproduced during evaluation. No correction required. Should additional relevant information become available, a supplemental report will be submitted.